Event description:
It was reported that during an unknown procedure, the stapler was difficult to fire and jammed. There were less than 20 clips in the device, the surgeon fired 10 clips and then it was observed to be empty. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 10/14/2008. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition, empty and with the lockout mechanism broken and fired through. The instrument is designed to lockout when all the clips have been fired. No functional testing for jamming issues could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.